Manufacturer narrative:
Complaint investigation revealed that, the failure was isolated to damaged components on the pcb.

Event description:
During routine rounds in a newborn nursery, a physician noted that, an infant locked "dusky". Pulse oximeter read in the low 80's (spo2), but no alarms were sounding. The infant was transferred to intensive care, but according to the nurse, the infant is fine. No injury is reported to the infant.